Event description:
Additional information received on (B)(6). 2021: the patient was seen again in consultation and put on antibiotic treatment for the rejection of thread. He presented with rectal bleeding probably related to this treatment. Revision surgery was not necessary.

Manufacturer narrative:
B5: additional information received on (B)(6). 2021, added. Analysis and results: the involved batch is not known. The possible batches supplied to this customer of the reference involved (B)(4). (Novosyn undyed 2/0 (3) 90cm hs37 (m)) are: 721162, 721084, 721064, 721026, 721026 or 720371. (B)(4). We have only received two pictures showing the wound. However, without any closed sample we cannot carry out an analysis in order to take a decision. Reviewed the batch manufacturing record, these possible products had a normal process and the results during the process fulfil usp/ep and b. Braun surgical requirements. As stated in the precautions of the instructions for use of the product, consideration should be taken in the use of absorbable sutures in tissues with poor blood supply as suture extrusion and delayed absorption may occur. Subcuticular sutures should be placed as deeply as possible to minimize the erythema and induration normally associated with the absorption process. Usage of novosyn® may not be advised in case of elderly or malnourished or debilitated patients, or in patients suffering from diseases or conditions which delay the wound healing process. On the other hand, in the instructions for use of the product is also stated that the following side effects may be associated with the use of this product: pain, granuloma, seroma, hematoma, rejection, enhanced bacterial infectivity, wound dehiscence, anastomotic leak and haemorrhage. With the information received, the batch manufacturing records review and historical data review, we do not see any manufacturing fault or material defect that could have caused the incidence. Final conclusion: without samples we are not in position of studying if the affected product does not fulfil the specifications. In consequence, a proper analysis cannot be done, and the case is not confirmed due to lack of evidence. Nevertheless, we take note of this incidence and if any sample is received in the future, we will re-open the case and analyse it. Please note that when no samples are received our analysis is very limited. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.

Manufacturer narrative:
Possible batches involved: 721162, 721084, 721064, 721026, 720482 or 720371. If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with novosyn suture. The client reported that, routine consultation 4 weeks after a partial prosthesis operation of the left knee on (B)(6) 2020, showed a closed and perfectly dry scar. Patient call on 11/17/2021 because of spontaneous bleeding from the scar. Clinical observation: skin ulcerations on each subcutaneous thread 50 days after the operation (B)(6) 2021, observed by the patient on (B)(6) 2021 (spontaneous bleeding). Fragile patient under avk. No further information has been received.